Manufacturer narrative:
The device was returned and the evaluation found foreign object in biopsy channel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope had something stuck in the biopsy channel. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unknown whether there was deviation from the instruction from use (IFU) in reprocessing steps for the biopsy channel. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented and/or detected by handlingthe device inaccordance with the following section of the instructions for use: - tjf-q190v operation manual chapter 3 preparation and inspection. - tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.